Manufacturer narrative:
It was reported that the patient had an infection. This infection was treated with IV antibiotics, which was deemed to control the redness. Soon after that the patient fell in the shower and the redness and swelling occurred again. The patient¿s superior patella tendon had ruptured off patella completely, with blood work (crp) indicating infection. An exchange of tibial insert, as well as re-attachment of patella tendon to patella was performed. The affected legion high flexion insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A clinical analysis noted that no lab values were provided. Reportedly, surgeon does not attribute product fault to this incident at all. The impact to the patient is the pain, swelling infection and additional surgery with the recovery. Based on this investigation, the need for corrective action is not indicated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that, after primary tka performed on june 15th, the patient complained of redness on knee. The patient was admitted to the hospital for IV antibiotics, which was deemed to control the redness; however, when the patient suffered a minor fall in the shower, redness and swelling occurred again. The patient superior patella tendon ruptured off patella completely, with blood work (crp) indicating infection. The patient was admitted for dair procedure and exchange of legion ps high flex xlpe size 7-8 9mm insert, as well as re-attachment of patella tendon to patella. The patient outcome is unknown.